Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name and date, no further information is available. How was procedure successfully completed? No further information is available. Please provide lot number. No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, suture breakage occurred during use on the fascia. No adverse patient consequences were reported. Additional information was requested.